Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional device was found fractured. There is no report of patient involvement or impact. Attempts have been made and no further information has been provided.